Manufacturer narrative:
Evaluation method code: 4114 will be replaced with 10. Evaluation results code: 3221 will be replaced with 213. Evaluation conclusion code: 4315 will be replaced with 67. The actual sample was received for evaluation containing 87ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from april 28, 2020 - april 29, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: it was reported that the event occurred on an unknown day in (B)(6) of 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The device had been filled with 96ml 5-fluorouracil plus 14ml glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.